Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right ventricular (rv) lead approximately eleven days post implant. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.